Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during patient use the ht70 ventilator had loud rattling noise. There was no injury or harm to the patient as the patient was transferred to another ventilator. The service engineer (se) evaluated the device and determined that the ventilator was due for preventative maintenance (pm). The se performed 15k pump replacement and 24 month pm, replaced air intake filter, cooling fan filter, oxygen (o2) sensor, primary, secondary, and coin batteries, calibrated the internal and external pressure transducers, motor speed, pump, checked for leaks, replaced the fraction of inspired oxygen (fio2) sensor and lcd panel. The se also ran check, circuit checks and full operational verification procedure (ovp) as per service manual. The ventilator operates within manufacturer's specifications at the time of service.